Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site due to the battery moving within the ipg pocket when the patient was in various different positions. Surgical intervention was undertaken wherein the system was explanted.